Manufacturer narrative:
Analysis of the desktop charger ((B)(4)) found broken connector pins.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37761, serial # (B)(6), product type recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a broken connector pin on the desktop charger (dtc). The connector pin off inside the implantable neurostimulator recharger (insr) and the patient was able to pull out the connector pin from the insr. There was no out of box failure reported. The patient had difficulty charging due to it and eventually experienced a loss of stimulation due to the implantable neurostimulator (ins) battery being depleted and unable to charge. The connector pin issue and trouble with recharging due to it occurred in (B)(6) 2016 and the loss of stimulation occurred in (B)(6) 2016. The patient later reported that they received the new dtc but was still unable to recharge. The insr was getting the reposition antenna screen. It was noted that the patient had not recharged in ¿a couple months¿ and the patient programmer (pp) was getting a poor communication screen also for the ¿past couple months.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.